Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The event was manifested by abdominal pain and cloudy pd effluent. The cause of the event was unknown. Eight days after the event onset, the patient was hospitalized for peritonitis. On an unknown date, the patient started treatment with ceftazidime (1g daily; route and duration not reported), injection vancomycin (1g every fifth day; route and duration not reported), and fluconazole (100g; route, frequency, and duration not reported) for peritonitis. Action taken with dianeal therapies was not reported. At the time of this report, the patient was still in the hospital with cloudy effluent and had not recovered from the event. No additional information is available.